Manufacturer narrative:
Follow-up #1 date of submission 09/26/2017 product analysis: the device was returned and evaluated by product analysis on 08/28/2017 with the following findings: review of the pump¿s black box revealed evidence of a short battery life issue. During investigation, electric current draws were above specification. Moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.